Manufacturer narrative:
Failure analysis noted that the insulin pump was received with a blank display due to moisture damage on the electronic assembly and motor assembly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her son dropped his pump in water while he was at camp. She stated that her son's doctor called in and said the pump was not working. The customer's blood glucose was unknown. The customer was advised that the insulin pump would need to be replaced and that her son would need to revert to back-up plan. The insulin pump was returned and analysis was completed.